Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to complications with her diabetes, and she requested a replacement. Troubleshooting could not be performed as customer did not want to hold for answers. No further information was provided.